Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 13mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below knee vein. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1 second, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below knee vein. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1 second, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition.